Event description:
The reporter stated that the urine tubes were contaminating the blood samples on the siemens racking system. It appears when the samples hit the turn off they turn quite sharply and became urine is not as viscous as blood some of the sample splashes out. Due to this incident there was one pt that was admitted to the hospital because of the erroneous result.

Manufacturer narrative:
A sample has not been received and a root cause has not been determined. If a sample arrives for investigation a supplemental will be completed and potential root cause will be determined.